Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital confirmed that the rear wheel has ben replaced which resolved the issue.

Event description:
The hospital reported the caster broke off the base. There was no report of patient involvement.